Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("increasingly severe pain/terrible abdominal pain") and ovarian cyst ruptured ("ruptured cyst") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Concurrent conditions were listed as pelvic pain and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), ovarian cyst ruptured (seriousness criterion medically important) and medical device discomfort ("increasingly severe discomfort"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and ). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, medical device discomfort and ovarian cyst ruptured to be related to essure administration. The reporter commented: trailing coils: right- 3, left-5 coils removal date: (B)(6) 2017 (as per mr, discrepancy noted). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2020: pfs received- removal date was added. This case is being submitted retrospectively following an internal review. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('increasingly severe pain/terrible abdominal pain') and ovarian cyst ruptured ('ruptured cyst') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding and pelvic pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant) and medical device discomfort ("increasingly severe discomfort"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the ovarian cyst ruptured outcome was unknown. The reporter considered abdominal pain, medical device discomfort and ovarian cyst ruptured to be related to essure. The reporter commented: trailing coils: right- 3, left-5 coils. Removal date: (B)(6) 2017 (as per mr, discrepancy noted). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.